Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces. Unable to verify a21 and weak battery alarm due to no button response no unexpected numbers ramping or scroll bar moving during testing. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported that the customer had a keypad anomaly, weak battery alarm and a21 alarm on the insulin pump. The customer's blood glucose level was 310 mg/dl. The customer has net treated as of yet. The customer stated that the numbers were scrolling when trying to give herself a bolus. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin and revert to a back up plan per healthcare provider instruction. The customer was advised for weak battery to insert new aaa alkaline battery on the insulin pump. The customer also reported for a21 alarm on the insulin pump. It was explained to the customer the insulin pump experienced an unexpected restart when inserting new battery. The customer was advised to monitor insulin pump and call if issues recur.